Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and the artemis logs were not able to confirm error 319 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, left power supply was not operating, possibly related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed several errors 319 related to the original complaint were found. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause in the dual camera interface board (dcib) could be attributed to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia ipom surgical procedure, the customer encountered a non-recoverable fault 319. The technical service engineer (tse) confirmed the reported fault coming from the endoscope controller (ec). Tse walked customer through verifications of communication and power cabling for the ec, but customer stated the cooling fan on the back of the ec was intermittently spinning. Tse then had customer additionally hard power cycle the vision side cart (vsc), but error persisted at power up. Customer opted to use another vsc to continue today. The procedure was converted to another dv system with no reported injury.